Event description:
The user facility reported that the involved 6 fr angio-seal was removed from its packaging and the arteriotomy locator was inserted into the angio-seal sheath until an audible click was felt and heard. The pre-packaged angio seal wire was inserted into the 6 fr sheath. The sheath was removed over the wire while pressure was held at the arteriotomy site. The angio-seal sheath and arteriotomy locator were then introduced over the wire to the arteriotomy and when the sheath was advanced into the artery, the arteriotomy locator and sheath separated or "unclicked" from each other. Manual pressure was re-applied at the site and the two components were clicked back together over the wire. When the sheath was advanced into the artery again, the parts separated from one another once more. The scrub tech was able to assist the physician and hold the two components together while advancing into the artery, however, no bleed back was achieved through the arteriotomy locator. The decision was made to continue with the angio-seal deployment and successful hemostasis was achieved. The patient was in stable condition. The procedure outcome was successful. There was no patient injury/medical or surgical intervention required. There was no equipment or other devices used with the above product. Additional information was received on 21january2022: the procedure performed was a diagnostic cerebral angiogram using a 6 fr sheath. There were no difficulties related to patient anatomy. The insertion site was above the bifurcation and below the inguinal ligament. A pre-deployment angiogram was performed. The angiogram did not show evidence of stenosis or calcium.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. Based upon the investigation of the returned sample this event has been reassessed and has now been deemed not a reportable event. One 6fr angio-seal vip was returned to terumo medical corporation for product evaluation. The returned sample included the arteriotomy locator, carrier tube assembly, hemostasis sheath, polyfoil pouch and header bag. There were blood-like substances on the returned sample. The returned sample was subjected to visual analysis. The carrier tube assembly was mated to the hemostasis sheath and the locking mechanism was set to rear lock position. The suture was observed to have been released from the tip of the hemostasis sheath and cut at the clear stop. The locator was observed to have a bend. No other visual anomalies were observed. Functional testing was performed. The carrier tube assembly was unmated from the hemostasis sheath. The arteriotomy locator was mated to the hemostasis sheath and an audible click was heard. The hub connection was checked, and the hemostasis sheath was found to be fully mated with the arteriotomy locator. The mated hemostasis sheath and arteriotomy locator were inserted into a vessel model and the components did not become unmated. No functional anomalies were observed. Dimensional analysis was performed on the returned sample. The arteriotomy locator od was measured to be 0.091" which was within specification of 0.092" +0.000/-0.002". The top of the notch at the hub of the locator was measured to be 0.157" which was within specification of 0.159" +/- 0.005". The notch portion was measured to be 0.145" which was within specification of 0.144" +/- 0.003". The hemostasis sheath ID was measured to be 0.095" which was within specification of 0.093" +/-0.005". All measurements were within the manufacturer's specifications. The complaint cannot be confirmed for sheath and locator assembly difficulty. The exact root cause cannot be determined. The likely root cause is the sheath and locator were not fully mated. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.